Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Data analysis: on the complaint date of april 10, 2025, immediately after the console booted up, there was a ¿controller error (defective optical sensor lamp) ¿ alarm." The optical parameters were abnormal. The user manually shut down and rebooted the console twice. Each time after the reboot, the console displayed event. This confirms the reported failure mode. Device analysis: this console was tested and the controller error event was reproduced. It was visually confirmed that the lamp was intermittently turning off by itself. When the lamp was off, 4.9 v was measured at the power battery manager (pbm) j3 connector, an average of 4.8 v was measured at the p4 connector of the optical bench, and the lamp resistance measured 5.1 ohms. No issues were found with the analog output from the optical bench. Root cause: the root cause of the controller error was a lamp malfunction. There was no controller failure alarm recorded in the case associated with the reported complaint. The controller error was misreported as a controller failure.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an automated impella controller (aic) turned on with an active controller failure alarm outside of patient support. They switched to a backup aic. The patient was never on support when the alarm occurred.

Manufacturer narrative:
H.6 health effect - impact code 2645 was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27918.